Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced infusion set tubing leakage at site. No further information available.